Manufacturer narrative:
Follow-up #1: date of submission 11/18/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/02/2015 with the following findings: unable to perform steps 11, 13, 17-22 and 31 and adequately investigate the complaint due to moisture damage in the pump. The last bolus delivery and the last basal delivery were on 2015-11-01. Review of the tdd¿s add up correctly and reflect the users programmed basal rates. See MDR 2531779-2015-41216 for investigation of the moisture complaint.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose of 33 mg/dl. Reporter was unable to troubleshoot. Customer support attributed the bg excursion to an inaccurate delivery issue. This complaint is being reported because the patient experienced hypoglycemia related to inadequate delivery.